Event description:
It was reported that a ventricular lead warning occurred due to low impedance. It was also reported that bipolar impedance was less than unipolar impedance, capture thresholds were increased, and bipolar r-waves were small (1 to 1.4 mv). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.